Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on her adc freestyle libre sensor, when compare to readings obtained from an hcp meter. The customer further reported she experienced symptoms described as ¿nausea and vomiting¿. The customer had contact with a healthcare professional, who obtained a reading of 270 mg/dl on their device, compared to a sensor reading of 160 mg/dl. The customer was diagnosed with hyperglycemia and treated with "rapid insulin and hydration infusion". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on her adc freestyle libre sensor, when compare to readings obtained from an hcp meter. The customer further reported she experienced symptoms described as ¿nausea and vomiting¿. The customer had contact with a healthcare professional, who obtained a reading of 270 mg/dl on their device, compared to a sensor reading of 160 mg/dl. The customer was diagnosed with hyperglycemia and treated with "rapid insulin and hydration infusion". There was no report of death or permanent injury associated with this event.